Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited impedance greater than 2000 ohms. The lead was in bipolar mode and the patient lost capture in the left ventricle at 5 v. The lead was then tested at 7.5 v and loss of capture was noted again. The patient experienced dizzyness and almost fainted. It is suspected that the lead dislodged. The lead was programmed to a threshold of 2.5 v.